Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was vibrating without showing any alerts. Customer stated that they did hear beeps when audio volume settings were saved. Customer reported that they did not hear the differences between the two audio beep volume levels. No harm requiring medical intervention was reported. The device will not be returned for analysis.